Event description:
A 68-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During the review of the patient's medical records received by novocure on january 29, 2025, it was noted that the patient had experienced significant scalp irritation, minimal itching, and a mild rash related to optune gio therapy. Additional medical records received on april 01, 2025, documented a neuro-oncology clinic visit on (B)(6) 2025, during which the patient reported skin irritation and scalp pruritus attributed to ongoing optune gio therapy. The patient managed the discomfort by tapping his head to alleviate and prevent the itching. To address the pruritus, the patient was prescribed gabapentin 300 mg each morning for three days. If no improvement was observed, hydroxyzine hcl 10 mg, three times daily as needed, was recommended as an alternative. The patient remained on optune gio therapy. Attempts to contact the prescribing physician were made, although no reply was received.

Manufacturer narrative:
Novocure opinion is that the contribution of the transducer arrays to the skin irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).